Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The customer utilized expired inratio strips during testing. Use of the product beyond the expiration date can result in errors or inaccurate results. The customer's use of expired products cannot be ruled out as a possible root cause for the unexpected results. Additionally, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No correction action is required at this time.

Event description:
Caller alleged discrepant inratio inr results: results are as follows: date: (B)(6) 2014, inratio inr: 3.8 and 1.9. The time between testing was approximately ten (10) mins. Reportedly, the strips were expired and pt was unsure if his finger touched the sample well. Therapeutic range 2.0 - 2.5 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.